Event description:
The customer reported the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer on removing air from the cartridge before filling it, and assisted in filling and loading a new cartridge.